Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 515mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated insulin drip. 911 was called on (B)(6) 2015. Customer's blood glucose level at the time was over 600mg/dl. She was taken to the hospital. It was reported that the customer was also hospitalized on (B)(6) 2015 due to diabetic ketoacidosis caused by the flu. Customer's blood glucose levels at the time of hospitalization 989mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.